Manufacturer narrative:
(B)(6). (B)(4). PMA 510(k): the part number g876h015 is not approved for sale in the us but a similar part with 510k number k970806 is approved to be marketed in the us. Neither product nor applicable imaging studies were returned for evaluation. Hence, it is difficult to draw any conclusion.

Event description:
It was reported that patient underwent acp surgery for ossification of the posterior longitudinal ligament at c2-c6 (c3/4: corpectomy). Post-op, a plate at c5/6 was dislocated. Revision surgery was performed (posterior fusion) at c2/7 due to instability and the surgeon used same 100mm plate and replaced screw to 4.5mm size screw. The surgeon commented ossification of anterior longitudinal ligament (all) was observed and he used long screw but the 15mm screw was the longest so it could not be tightened much. The products came in contact with the patient. Patient complications were reported as a result of this event.